Manufacturer narrative:
The connector portion of a partial lead was returned in one piece with no reported event. A malfunction based on analysis was found. Visual inspection of the lead found an external insulation abrasion breaching the sheath at 17.6cm to 19.3cm from the connector pin, consistent with friction to the device can. The cause of external insulation abrasion is consistent with friction to the device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.